Manufacturer narrative:
No further follow up is planned. Evaluation summary a male patient reported that the engagement tabs of his humapen ergo device were broken. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The narrative suggests the presence of a known malfunction (broken cartridge holder engagement tabs), but since the device was not returned, the malfunction could not be confirmed. While the exact date when the patient started using the device could not be determined, based on the amount of time elapsed since this device was last manufactured (december 2006), it is likely that the patient used it beyond its approved use life. The user manual states the humapen ergo device has been designed to be used for up to 3 years after first use. It also states not to use the device if it appears broken or damaged and to contact lilly or your healthcare professional for a replacement pen. There is evidence of improper use. Based on the manufacture date, it is likely the patient used the device beyond the recommended use period.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient of unknown age or origin. The patient was taking insulin lispro (humalog) via a cartridge (dose, indication for use, and therapy dates not provided) via a humapen ergo unknown body type. On 25apr2016, the humapen ergo unknown body type was reported to be very defective. On 28apr2016, it was reported that the humapen ergo unknown body type had the following complaints: the green rubber had peeled off and it was not fitting in the case anymore; the engagement tabs had broken; and the cartridge holder was not attaching in the pen's body. This humapen ergo unknown body type was associated with (B)(4), lot unknown. The device was discarded. The operator of the device was the patient. It was unknown if the user was trained. This device model was used for approximately 20 years. The device was discarded. The humapen ergo unknown body type was not continued. Update 24may2016: additional information received on 23may2016 from the global product complaint database added the device specific safety summary; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Edit 24-may-2016: upon internal review on 24-may-2016 for expedited submission, it was deleted one information regarding indication for use that was duplicate.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This report is associated with product complaint: (B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient of unknown age or origin. The patient was taking insulin lispro (humalog) via a cartridge (dose, indication for use, and therapy dates not provided) for treatment of an unknown indication via a humapen ergo unknown body type. On (B)(6) 2016, the humapen ergo unknown body type was reported to be very defective. On (B)(6) 2016, it was reported that the humapen ergo unknown body type had the following complaints: the green rubber had peeled off and it was not fitting in the case anymore; the engagement tabs had broken; and the cartridge holder was not attaching in the pen's body. This humapen ergo unknown body type was associated with product complaint (B)(4), lot unknown. The device was discarded. The operator of the device was the patient. It was unknown if the user was trained. This device model was used for approximately 20 years. The device was discarded. The humapen ergo unknown body type was not continued.